Manufacturer narrative:
Reference MFR. Report: 1221359-2021-00991. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false positive results with the ID now covid-19 assay for two patients. This is report addresses patient one of two. The customer reported a false positive result on a direct nasopharyngeal swab while using the idnow covid-19 assay on (B)(6) 2021. Repeat testing was not performed. On (B)(6) 2021 confirmation testing using real-time (rt) pcr generated negative results. Per the customer, the patient was asymptomatic and was receiving the covid-19 test as a component of hospital preadmission. The patient was immediately transferred to general hospital to quarantine and where the rt-pcr was performed. Additional information is unavailable.

Manufacturer narrative:
Correction : d2. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1018715 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot 1018715 and test base part number 190-430 / lot 1018715. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1018715 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were not provided. Review of complaints against the kit lot for the reported issue indicates product performance is as expected and have not identified a product deficiency.